Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient experienced leg weakness following surgical lead implant. Stimulation was turned off when patient was admitted to hospital and the device was turned back on before discharge. Follow up report indicated that the leg weakness has not improved when device was turned off and the patient additionally reported bowel and bladder issues. The patient was admitted to ER and device was explanted. There was no further report of complication.